Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume event was identified in an event history log review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Rite functional testing passed. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 00:55:35. During night drain cycle five, the patient's ultrafiltration reading was 2571ml, indicating the home patient drained 2436ml more than their maximum programmed fill volume of 2700ml. No additional information is available.